Event description:
Reportedly, during a box replacement, they encountered a problem with the atrial lead connection: detection rate and impedance >3000, despite the fact that the lead was well screwed in. No defect on the lead itself. Another box was fitted: no problem. No consequences for the patient.

Manufacturer narrative:
- The electrical characteristics of the returned pacemaker conformed to established specifications. Upon reception of the device, pacing pulses were generated appropriately by the device. - the analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. - the atrial and ventricular setscrew cavities were found completely unscrewed and the atrial silicone cap was found damaged most likely due to too much strength applied. - correct, as well as, incorrect tightening marks were seen on the atrial and ventricular setscrew tips. - a likely hypothesis is that the physician had partially engaged the setscrew at some points before inserting the lead or that he had not inserted the lead all the way in before tightening the setscrew inducing an incorrect lead connection issue and leading to the electrical issues observed.

Event description:
Reportedly, during a box replacement, they encountered a problem with the atrial lead connection: detection rate and impedance >3000, despite the fact that the lead was well screwed in. No defect on the lead itself. Another box was fitted: no problem. No consequences for the patient.